Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump and basal rates. The customer believed the basal rates were not working. The customer's blood glucose level was above 600mg/dl. It was unknown how customer treated for the highs. The customer states their healthcare provider advised on replacing the pump. The customer declined to troubleshoot and requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.